Event description:
It was reported that this female peritoneal dialysis (pd) patient was hospitalized due to abdominal pain. Pd cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. Pd effluent cultures were obtained. The cultures were negative for growth. The patient was not diagnosed with peritonitis. Due to the patient¿s white cell count being slightly elevated, the patient was prescribed prophylactic antibiotics with intraperitoneal (ip) vancomycin during the hospitalization (dose, and frequency not provided). Additionally, upon discharge the patient was administered two more doses of vancomycin. The patient is continuing pd therapy.

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: g.3. Date on initial MDR should be 8-13-2025.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was hospitalized due to abdominal pain. Pd cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. Pd effluent cultures were obtained. The cultures were negative for growth. The patient was not diagnosed with peritonitis. Due to the patient¿s white cell count being slightly elevated, the patient was prescribed prophylactic antibiotics with intraperitoneal (ip) vancomycin during the hospitalization (dose, and frequency not provided). Additionally, upon discharge the patient was administered two more doses of vancomycin. The patient is continuing pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was hospitalized due to abdominal pain. Pd cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. Pd effluent cultures were obtained. The cultures were negative for growth. The patient was not diagnosed with peritonitis. Due to the patient¿s white cell count being slightly elevated, the patient was prescribed prophylactic antibiotics with intraperitoneal (ip) vancomycin during the hospitalization (dose, and frequency not provided). Additionally, upon discharge the patient was administered two more doses of vancomycin. The patient is continuing pd therapy.